Event description:
It was reported that on (B)(6) 2025, after nasotracheal intubation, a leak was identified that may have contacted the nasal bone immediately post-intubation. The nasal tube was removed and replaced with a new tube. No delay in therapy, harm, or injury was reported as a result of this event. Airlife received a single report that referenced 2 different incidents, which were associated with separate units and involved different patients. This is the first of two reports refer to 3004748541-2026-00023 for the second report.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 24 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Manufacturer narrative:
The complaint product was returned to the supplier for evaluation. Functional testing was performed on the returned product. The evaluation identified a hole in the cuff, confirming the reported issue. The root cause could not be determined based on the available information. A review of complaint history identified three additional complaints involving the same part number and a similar failure mode within the preceding 24 months. No additional trends were identified at this time; complaint data will continue to be monitored for any emerging trends. The device history record for lot 2506nc1616j was reviewed, and confirmed that the product was manufactured according to specifications. All information reasonably known as of 05 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife . Airlife has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
It was reported that on (B)(6) 2025, after nasotracheal intubation, a leak was identified that may have contacted the nasal bone immediately post-intubation. The nasal tube was removed and replaced with a new tube. No delay in therapy, harm, or injury was reported as a result of this event. Airlife received a single report that referenced 2 different incidents, which were associated with separate units and involved different patients. This is the first of two reports refer to 3004748541-2026-00023 for the second report.